Event description:
Consumer called to report being taken to the ER and treated there with a blood sugar under 20. Thinks the meter is giving higher numbers and adjustments are wrong.

Manufacturer narrative:
Awaiting return of product in order to conduct quality investigation.